Event description:
The physician noticed that the proximal balloon marker was not at the right position (15mm away from balloon tip) when device was in the patient. The product was exchanged to another savvy and completed procedure. The product was prep per IFU guidelines. Other than the reported event, there were no other damages noticed on the device. Prior to shipping, other damages were noted on the savvy balloon. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.